Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/19/2023, it was reported by an arthrex employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. The case was completed using another ar-1934bcf-2 biocomposite suturetak. This was discovered during an ankle ligament repair procedure on (B)(6) 2023. All the broken fragments were retrieved.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the screw attached to the device was broken. No other issues were found with the sutures and driver of the returned device. Functional testing was not performed due to the damage of the screw. Dfu-0054-eo warns against the usages listed to help avoid screw damage and patient injury on g. Section - notes 5:5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.